Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device during drain 1 of 4, while the hp was connected. The hp stated that they did not check the patient line after priming and then saw air in that line. The technical service representative (tsr) advised the hp to start over with new supplies. The tsr assisted the hp in ending therapy and removing the cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.